Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported foot retraction problem; however, the difficulty removing the device and additional treatments appear to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
A general comment was received from a physician stating that there were cases where suture placement in the right common femoral artery was attempted with proglide devices, using a pre-close technique, via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the foot would not park, the device could not be removed without complications (complications clarified as hemostasis not achieved and another device or manual compression used to achieve hemostasis). The sheath was upsized to 16f and the tavi procedure was completed. In some cases the sutures of the proglide were successfully used for hemostasis and in some cases manual compression was required. No specific information as to number of cases, number of patients, number of devices, or number of devices used per patient was provided. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.